Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(4). A medtronic representative went to the site to test the equipment. The representative found that the original reported issue was the imaging system being unable to perform full image acquisitions but could perform scout images. It was reported that the imaging system had rad gain calibration performed on it and then tested. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site representative reported that, while in a spinal fusion, the navigation system was unable to perform image acquisitions. It was reported that the imaging system was previously charged and able to take image acquisitions in the previous procedure. It was reported that a generator error was observed on the imaging system. The surgeon completed the procedure with the use of a separate medtronic imaging system.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.